Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that organic foreign material, similar to debris from the patient's body that would very likely have accumulated during a procedure but that could not be removed was clogging the nozzle. The device was returned to olympus without reprocessing at the user facility without detrimental deformation of the hose of the nozzle. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported insufflation problem on the evis exera iii gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object inside scope. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.